Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No moisture damage on electronics noted. Unable to verify battery out limit alarm due to no button response. Insulin pump received with minor scratched display window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed after its battery was replaced and the alarm could not be cleared using the keypad. The blood glucose reading was 106 mg/dl. She reported that the device had been splashed with water prior to the keypad issues. Advised discontinuation of the insulin pump. Nothing further reported.